Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one year and eight months after the transcatheter aortic valve implantation, the patient presented to the emergency department for unstable gait and weakness post-fall with (B)(6) stroke scale of 2 for mild dysarthria, decreased sensation, and mild left hemiparesis. Magnetic resonance imaging (MRI) brain was performed six days later to further evaluate findings of old cerebral infarctions on imaging over the hospital course. MRI showed multiple small foci of acute embolic bilateral supratentorial and infratentorial infarctions in the frontal lobe, caudate, and cerebellum. The patient was discharged home eight days after admission with recommendation to follow-up with neurology and dual antiplatelet therapy without anticoagulation. The final modified rankin scale score at discharge was 2 for slight disability. One week after discharge, the patient followed up with the cardiologist after the recent hospital admission for stroke to review the transthoracic echocardiogram performed. Since approximately two months after the valve implant, the peak gradients were increasing. The patient¿s dimensionless index decreased from 0.76 to 0.49 and peak velocities increased from 1.8 to 2.7. The cardiologist reviewed the patient¿s computed tomography (CT) chest performed during the hospital admission for suspicions of hypoattenuated leaflet thickening (halt) and discovered transcatheter aortic bioprosthetic valve thrombosis. A new finding of low-density thickening of the aortic valve leaflet measuring approximately 1.5 x 0.7 cm consistent with halt. Medication adjustments were made including stopping plavix and initiating aspirin and xarelto w ith a plan to repeat the echocardiogram in 3 months and repeat the CT in 4-6 months. The patient was admitted the next day by the cardiologist for a colonoscopy. An intravenous heparin drip was initiated for anticoagulation with plans to start the aspirin/xarelto post procedure and resolution of anemia. The patient was discharged eight days later.  A CT angiography left atrium was performed three days after discharge with the previously observed halt no longer visualized. The patient remained on aspirin only with close echocardiographic surveillance.